Event description:
In 09/2004 a field service engineer (fse) was dispatched to the customer lab to troubleshoot a sampling system jam on unicel dxl 800 immunoassay analyzer. During the analyzer's inspection, the fse noticed a leakage in the sample probe area and that the wash tower tubing was reversed. Customer questioned results generated by this instrument in 9/2004 from 6:06 am until 12:28 pm. Ten of the twenty-two samples were rerun. No erroneous results were obtained. The rest of the samples were not rerun due to insufficient sample left in the tubes. The customer reviewed the data generated during the morning run and did not find any extremely high results. Any extremely high results would have a potential for carryover. The customer did not provide any actual result values or additional information regarding this event. The customer indicated that there has been no change to the patient treatment that can be attributed to this event.